Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06490 for the exalt model d scope and 3005099803-2025-06489 for the exalt d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an unknown procedure on (B)(6) 2025. During the procedure, the controller stopped working and visualization was lost. The controller was restarted twice but would not power up, troubleshooting confirm power supply cables were properly connected. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block e1: (B)(6). Block h11: the returned exalt model d controller was returned for analysis. During the visual inspection, it was observed that the controller was in poor cosmetic condition. There was visible corrosion damage to the top cover and main housing of controller. The optical sensors and catheter interface were damaged by fluid ingress. The reported allegation was confirmed. A labeling review was performed. The instructions for use (IFU) includes specific warnings/instructions such as: use a 15 to 70 percent isopropyl alcohol in purified water solution and a cloth to clean the controller enclosure, front panel, and power cable do not allow fluids to enter the enclosure, power cable connections, catheter cable receptacle, or component/accessory connections. There is no indication that the device was not used in accordance with the IFU. Based on all gathered information, it is likely that the fluid ingress is due to improper cleaning of the unit during maintenance. Therefore, the conclusion code selected for this complaint is: cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance.

Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization block e1: (B)(6).

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-06490 for the exalt model d scope and . For the exalt d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an unknown procedure on (B)(6) 2025. During the procedure, the controller stopped working and visualization was lost. The controller was restarted twice but would not power up, troubleshooting confirm power supply cables were properly connected. There was no patient complications reported as a result of the event.